Event description:
The customer stated that the insulin pump was submerged in water and there was water inside the screen. The customer stated that she removed the battery and when she inserted a new one, the insulin pump did not re-boot. The customer reported a blood glucose reading of 260 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and broken battery tube threads. The insulin pump had a blank display due to moisture damage on the electronic assembly.